Event description:
It was reported that during a coronary stent procedure, the distal end of the stent did not appear to fully deploy. The physician experienced removal difficulties of the delivery device. Two additional balloons were used to fully deploy the distal end of the stent. Patient status is listed as "okay".